Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future recurrence, allowing continued use of the pump.